Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 17 events were reported for this quarter. Product return status: 6 devices were received. 11 device investigation types have not yet been determined. Event confirmation status: 1 reported events were confirmed. 5 reported events were not confirmed. Evaluation results: 5 devices were found to be affected by corroded bearings. 1 device was found to be affected by compromised bearing lubrication. 17 devices were not labeled for single-use. 17 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 17 </noe> malfunction events in which the device reportedly overheated. 8 events had no patient involvement; no patient impact. 9 events had patient involvement; no patient impact.

Event description:
This report summarizes 15 malfunction events in which the device reportedly overheated. - 6 events had no patient involvement; no patient impact. - 9 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 15 previously reported events are included in this follow-up record. Product return status 12 devices were received. 3 devices were not available for evaluation.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program.   Supplemental rationale corrected data: b5, h10 17 events were previously reported during the reporting quarter; however: - 3 previously reported events in this report should have been included under MFR report # 0001811755-2020-01146. - 1 previously reported event was included under MFR report # 0001811755-2020-01146 but should be included under this report. 15 previously reported events are included in this follow-up record. Product return status 11 devices were received. 2 devices were not available for evaluation. 2 device investigation types have not yet been determined. Event confirmation status 6 reported events were confirmed. 5 reported events were not confirmed. Evaluation results 4 devices were found to be affected by corroded bearings. 5 devices were found to be affected by corrosion. 2 devices were found to be affected by compromised bearing lubrication.

Event description:
This report summarizes <noe> 15 </noe> malfunction events in which the device reportedly overheated. 6 events had no patient involvement; no patient impact. 9 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. 15 previously reported events are included in this follow-up record. Product return status: 12 devices were received. 2 devices were not available for evaluation. 1 device investigation type has not yet been determined.

Event description:
This report summarizes 15 malfunction events in which the device reportedly overheated. 6 events had no patient involvement; no patient impact. 9 events had patient involvement; no patient impact.